Event description:
"It was reported to gore that a patient necessitated treatment for an iliac internal aneurysm progressive to the gluteal artery. The vascular intervention was performed via an axillary approach with a 12 fr shuttle sheath using a lunderquist 0.035"", 260cm which was reportedly extra stiff. Per the report, the implanted gore® viabahn® endoprosthesis with propaten bioactive surface (vsx-device) deployment line ruptured after positioning of the delivery device in the internal artery while remaining within the scope. It was also reported that the physician noted resistance and when slight extra force was used the line broke. It was confirmed that the catheter was held straight outside of the scope. The device was completely removed using a gore® dryseal flex introducer sheath (dsf1065) and the procedure was resumed using a new product. Additionally it was reported a possible use related error occured. When the physician inserted the device over the sheath (despite the presence of a lunderquist wire) the whole system was knocked into the mitral valve from the ascending aorta which could have led to a kink in the shaft of the vsx. The procedure was completed successfully by implementation of one new viabahn® vbx balloon expandable endoprostheses (vbx-device) and two vsx-device with propaten bioactive surface. The reporter confirmed that there was no harm to the patient. The device was discarded and no pictures are available. "

Manufacturer narrative:
B5: event description updated to reflect new information. H6: updated health effect impact code, medical device problem code, investigation findings code and investigation conclusions code. Phr: a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. The primary reported complaint, concerning a broken deployment line, could not be independently confirmed because there were no items returned for evaluation. Therefore, an independent assessment of deployment performance could not be conducted. Procedural deployment of the device can be impacted by different factors including but not limited to zipper integrity, delivery system support or stiffness, or presence of dried fluid on the device or within the catheter dual lumen. The reported information indicates a possible kink in the delivery system of the viabahn® device during insertion may have contributed to the reported complications. However, a causal relationship between the reported kink and deployment line break could not be independently confirmed, and a root cause could not be established with the available information. Cbas®heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. D9: the device was discarded therefore no device investigation can be conducted. A review of the manufacturing records indicated the device met pre-release specifications. Further investigation is being conducted and will be included in the report. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"It was reported to gore that a patient necessitated treatment for an iliac internal aneurysm progressive to the gluteal artery. The vascular intervention was performed via an axillary approach with a 12 fr shuttle sheath using a lunderquist 0.035"", 260cm which was reportedly extra stiff. Per the report, the implanted gore® viabahn® endoprosthesis with propaten bioactive surface (vsx-device) deployment line ruptured after positioning of the delivery device in the internal artery while remaining within the scope. It was also reported that the physician noted resistance and when slight extra force was used the line broke. It was confirmed that the catheter was held straight outside of the scope. The device was completely removed using a gore® dryseal flex introducer sheath (dsf1065) and the procedure was resumed using a new product. Additionaly it was reported a possible use related error occured. When the physician insterted the device over the sheath (despite the presence of a lunderquist wire) the whole system was knocked into the mitral valve from the ascending aorta which could have led to a kink in the shaft of the vsx. The procedure was completed successfully by implementation of one new viabahn® vbx balloon expandable endoprostheses (vbx-device) and two vsx-device with propaten bioactive surface. The reporter confirmed that there was no harm to the patient. The device was discarded and no pictures are available. "